Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alert along with another alarm. The customer¿s blood glucose level at the time of incident was unknown. The customer stated that the alarms were in the alarm history. The customer was advised that the insulin pump needs to be replaced. The insulin pump will not be returned for analysis.